Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the display and low voltage differential signaling (lvds) card were broken. As a result the display and lvds card were replaced.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot after being turned on. The programmer was returned for servicing. No patient complications have been reported as a result of this event.